Event description:
A report was received that the patient developed an infection at the lead incision site following a lead revision procedure. The patient was prescribed clindomyocin. The physician does not believe the patient needs any further treatment.

Manufacturer narrative:
A review of the manufacturing documentation of the implanted lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.